Event description:
Same case as: 6000093-2006-02426. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the device packaging was found to be compromised. The lesion being treated was located in the calcified, severely tortuous left anterior (lad) artery. The 3.00x16 mm taxus express2 drug eluting stent was discovered to be not sealed during unpackaging. The device was not used because the sterility had been compromised. The lesion was predilated several times with a 2.75 x 10 mm cutting balloon. Then predilated with a 3.0 mm quantum balloon. The physician attempted to deliver the 2nd 3.00x16 mm taxus express2 drug eluting stent when the catheter shaft broke and was removed. The physician believed this was due to the amount of calcification. The lesion was predilated several times with a 3.0x10 mm cutting balloon and another 3.00x16 mm taxus stent was successfully placed. No pt complications were reported. Pt status is reported as "ok."

Manufacturer narrative:
Device has been rec'd for analysis, however, add'l testing has not been completed at the time of this report.